Event description:
This pt uderwent placement of a trapease ivc filter for prophylaxis of pulmonary emboli. Pt had had a long history of coagulopathy of uncertain etiology including remote sagital sinus thrombosis. The filter was required because pt was considered at high risk for pulmonary emboli and had a complication of anticoagulation -subdural hematomas-. Pt's inferior vena cava was normal at the time of filter deployment. Pt subsequently developed a 70 pound weight gain and massive lower extremity edema, despite concomitant lovenox injections. Thirty seven days after filter placement, pt developed bilateral flank pain and hematuria. A CT scan 2 days later showed nonfunction of the right kidney. Pt was referred to interventional radiology for lysis of renal vein thrombosis.